Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm was noted. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm after changing her infusion sets and reservoirs. She stated, she had to change out her infusion sets because she had received a no delivery alarm. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated, she was unable to rewind the insulin pump. The customer also reported a finish loading alarm. Troubleshooting could not occur because, the insulin pump was stuck in the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.